Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked, rendering the display damaged and prompting issuance of a replacement device and return of the original. Symptoms included no adverse health effects, and blood glucose was unaffected. Outcomes included continued diabetes management using backup therapy and the ability to continue cgm monitoring via the dexcom app or receiver. Investigation included customer service troubleshooting, confirmation of shutdown steps to prevent further alerts, guidance to sync data to the mobile app, and instructions for device return and inspection of the returned device . Investigation of this device revealed physical damage to the pump¿s display hardware; no device software or control malfunction was identified, and data do not transfer to the replacement, requiring standard startup. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related physical damage.